Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, x-ray inspection of the lead extension revealed cables 5, 6, 7 and 8 were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Bending the distal end could also cause cable fractures in the connector section of the lead. The broken cables are still contained inside the connector. The device history record confirmed that the devices met all material, assembly and performance specifications.

Event description:
A report was received that the patient experienced cramping in his abdomen below the ipg pocket site when stimulation was on. Reprogramming the device was attempted, but adequate pain coverage could not be achieved as there were high impedances on four contacts. Patient then underwent a revision procedure where the extension was replaced. Patient is fine post-operatively, and all impedances are within normal limits.

Manufacturer narrative:
Implant date= (B)(6) 2018

Event description:
A report was received that the patient experienced cramping in his abdomen below the ipg pocket site when stimulation was on. Reprogramming the device was attempted, but adequate pain coverage could not be achieved as there were high impedances on four contacts. Patient then underwent a revision procedure where the extension was replaced. Patient is fine post-operatively, and all impedances are within normal limits.